Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't power up monitor) has been confirmed. Upon evaluation, the battery output voltage was measured at 2.52v. The cause for the low output voltage cannot be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) female patient contacted zoll customer support to report that neither of her batteries will power up the monitor. The patient was issued two replacement battery packs and a battery charger.